Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy and subsequently passed away. The patient was hospitalized for the peritonitis and treated with vancomycin, tobramycin, fluonazole, and caspofunging (dose, frequency, and route not reported) and diflucan (intravenously, dose and frequency not reported). The patient¿s pd catheter was discontinued and the patient was considered to not be a good candidate for hemodialysis. No further dialysis was being performed at the time. The patient was discharged from the hospital and placed on hospice. The patient then reportedly passed away due to withdrawal from dialysis therapy, uremia, and pneumonia. It was reported that the peritonitis was not resolved at the time of the patient passing away. Additional information was requested, but is not available at this time. This is report 2 of 5.

Manufacturer narrative:
(B)(4). As the sample was not returned a device analysis cannot be completed. A review of all batch record documents for potentially associated lot numbers h13e17016, h13g09100, h13i04032 and h13j02019 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). A batch review of lot numbers h13e17016, h13g09100, h13i04032, and h13j02019 will be performed. If there is any further relevant information from that review, a supplemental medwatch will be filed.